Event description:
Technician alleged that the head section would not function.

Manufacturer narrative:
Technician found that the head up valve was stuck to the hydraulic cylinder. Technician replaced the head up valve to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.